Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded and not available for return to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies stroke as potential complications associated with use of the device.

Event description:
It was reported during treatment of an embolization of a arteriovenous malformation (avm) and congestive cardiac failure (ccf) with a scepter balloon, multiple coils and a competitor's liquid embolic system, the embolic syringe broke off at the hub of the scepter xc balloon catheter. The microcatheter and balloon were removed from the patient. The patient was reported to have a stroke during the procedure and the physician embolized other feeding vessels.

Manufacturer narrative:
Received additional information via email. It was stated that cause was most likley a faulty syringe that microvention inc. Does not manufacturer. It cannot be determined in which device the syringe broke as many catheters were used in the case. The occulusion of other feeding vessels was considered to be suboptimal.